Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced cardiac arrest and no device therapy was received for what appeared to be ventricular fibrillation (vf). Technical services (ts) was consulted and provided a review of rhythmic episodes, ts noted a very wide qrs that might me being sensed slow and one to one or also that the ventricular fibrillation (vf) was being undersensed. Ts suggested evaluating the episodes with a programmer. Device data was sent for engineering which confirmed device operation appeared nominal. The implantable cardioverter defibrillator (ICD) vf therapy zone and automatic gain control were reprogrammed. It was also noted that patient was intubated. Additionally, an x ray was performed and physician believed that lead position looked optimal. This ICD remains in service. No additional adverse patient effects were reported.